Manufacturer narrative:
24-aug-2016 product investigation results: reporter returned one concomitant oral-b cross action brush head eb50, lot h541, on (B)(6) 2016. No failure identified based on evaluation of the return.

Event description:
Drew blood - face [haemorrhage]. Metal part stabbed me in face, penetrated skin quite deep, has gone through cheek [face injury]. Discomfort - face [facial pain]. Brush head has come off [device breakage]. Brush head has come off and metal part has stabbed in face causing bleeding [injury associated with device]. Case description: a male consumer of unspecified age reported that while using an oral-b power rechargeable toothbrush handle pro cross action on two separate occasions, the oral-b brushheads, version unknown came off, and the metal part underneath stabbed him in the face, which penetrated his skin quite deep, drew blood, and caused discomfort. The reporter stated he had purchased the cross action handle just over a month ago. The case outcome was unknown. (B)(6) 2016 received follow-up: the consumer reported he stabbed his cheek twice, and the product had gone through his cheek. He reported this happened once a week. The case outcome was unknown. 12-aug-2016 received consumer follow-up phone call: the consumer reported he wanted to keep the toothbrush because he thought the problem occurred due to how he was using the product, and there was no longer a problem. The consumer was unwilling to return the toothbrush. The case outcome was unknown.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Drew blood - face [haemorrhage]; metal part stabbed me in face, penetrated skin quite deep, has gone through cheek [face injury]; discomfort - face [facial pain]; brush head has come off [device breakage]; brush head has come off and metal part has stabbed in face causing bleeding [injury associated with device]. Case description: a male consumer of unspecified age reported that while using an oral-b power rechargeable toothbrush handle pro cross action on two separate occasions, the oral-b brushheads, version unknown came off, and the metal part underneath stabbed him in the face, which penetrated his skin quite deep, drew blood, and caused discomfort. The reporter stated he had purchased the cross action handle just over a month ago. The case outcome was unknown. 19-apr-2016 received follow-up: the consumer reported he stabbed his cheek twice, and the product had gone through his cheek. He reported this happened once a week. The case outcome was unknown.